Manufacturer narrative:
Pt info: information not provided/not available. Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter - telephone no.: information not provided/not available, initial reporter occupation: information not provided/not available. The intraocular lens (iol) has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported damaged. Through follow-up it was confirmed that the damage happened in the optic during intraocular lens (iol) injection; the cartridge tip and the lens were in contact with patient's eye, iol partially inserted, removed and replaced for another lens in the same procedure; patient is well, no adverse consequences. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 15th april 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection using magnification was performed to the returned sample. The iol was received within original packaging confirming the reported serial number. The complaint lens presented with a detached haptic. The lens was cleaned and, no further issues were identified. Visual inspection under magnification of the handpiece revealed no issues. Per the definition of ¿dc-lens damaged¿ provided in amo-04-d024 rev. 7 the complaint issue could not be confirmed. However, the observed issue ¿dc-haptic detached¿ is similar to the complaint issue ¿dc-lens damaged¿ and ¿dc-haptic detached¿ could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.